Manufacturer narrative:
Device photo analysis : visual analysis of the photographs identified: rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Calcification : no observed on the device. Lump/nodule : not applicable as the event is not related to the device. No additional observations. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported right side "rupture," ¿left 9 o'clock direction 3 cm: 6.1x3.8 mm positive lime copper low-shaded nodule,¿ and "calcification." The event of ¿left 9 o'clock direction 3 cm: 6.1x3.8 mm positive lime copper low-shaded nodule¿ is not device related. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, opening device on radius side assessed, as surgical impact opening (shell thickness was within specification). Lump/nodule-ndr: not applicable, as the event is not related to the device. Calcification: not observed. Additional observations: stress marks observed, crease fold observed, yellow particles on the surface of the shell, wear abrasion observed. No further actions are required, as the device was implanted.

Event description:
Patient reported, right rupture. Device has been explanted.

Manufacturer narrative:
H6. Health effect - impact code continued: f2201 - biopsy, f2203 - imaging required. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, calcification, lump/nodule-ndr.

Event description:
Patient reported right side "rupture," ¿left 9 o'clock direction 3 cm: 6.1x3.8 mm positive lime copper low-shaded nodule,¿ and "calcification." The event of ¿left 9 o'clock direction 3 cm: 6.1x3.8 mm positive lime copper low-shaded nodule¿ is not device related. Device has been explanted and replaced.